Event description:
It was reported that the patient's right ventricular (rv) lead exhibited under-sensing. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.